Manufacturer narrative:
The country of origin is (B)(6). The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs pro meter serial number (B)(4) when compared to a laboratory result using the neoplastin method. The meter result was 4.6 inr and within 1 hour the laboratory result was 3.0 inr. There were no changes to the patient's warfarin dose or therapy based on the meter result. A qc test was performed in august 2019 and passed. The patients therapeutic range is 2.0-3.0 inr.